Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical received information that the distal end of the progreat catheter stretched while being removed from the hemostatic valve on the end of the 4 french mg2 glidecath. This occurred after embolization of the left side of the prostate, during removal of the lambda catheter to reposition to the right side. No guidewire was in place as the lambda catheter was being withdrawn back into the mg2 glidecath to be removed from the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. When we observed the appearance of the involved device, there were two areas of catheter crushing observed at 2.6 cm and 3.4 cm from the distal tip. In addition, a flattening accompanied by elongation of the catheter was observed in the area from 5.9 cm to 9.4 cm from the distal tip. No abnormalities were observed in the distal part of the involved device. We conducted the simulation test of the flattening of the catheter that occurred in the involved device using the following method. Zizai nc-c783am (actual product used in the simulation test) belongs to the progreat device family, and the shaft of zizai is the same as that of progreat. Sample: zizai nc-c783am. Angiographic catheter selecon pa catheter 2pb4.2fr-38-70-st. Guidewire radifocus guide wire mrh16188. Resin tube (inner diameter: 4 mm). Method: insert the angiographic catheter into a resin tube with an inner diameter of 4 mm. Then insert zizai into the angiographic catheter and protrude its distal tip from the distal tip of the angiographic catheter. Bend the protruding tip of the zizai into a u-shape and insert it from the end of the resin tube. Pull both the u-shaped zizai and the angiographic catheter toward the proximal side, drawing the distal tip of the angiographic catheter into the resin tube. Then, while keeping the angiographic catheter in a fixed position, pull only zizai back into the angiographic catheter. Insert the guidewire into this reproduced sample. Result: by inserting the sample into the angiographic catheter at a steep angle and then pulling it back inside the angiographic catheter, the sample was scraped at distal tip of the catheter, resulting in flattening similar to that of the involved device. When a guidewire was inserted into the sample that had been flattened, it could not be advanced any further beyond the flattened section. We measured the dimensions of the involved device for the following purposes: - total length: measured to check the degree of elongation that has occurred in the involved device. - inner and outer diameters: measured to check for abnormalities that may cause crushing and elongation of the catheter such as thin resin. Result: the outer diameters of the involved device at 2.6 cm, 3.4 cm, 5.9 cm, 6.8 cm, and 9.4 cm from the distal tip were all outside our standard values. In addition, the total length, outer and inner diameters of distal and proximal parts of the involved device were within our standard values. In the manufacturing process of our company, we perform visual inspections toward all progreat at packaging. The device history records of the lot 250402300 were reviewed, and no abnormalities were found. We investigated the complaint records, and we found no same kinds of complaints of the lot 250402300 were reported in the past. Based on these results, it was considered that the flattening accompanied by elongation observed in the involved device might have occurred when progreat was scraped at the distal tip of the angiographic catheter during the removal operation through a steep curve within the vessel. Since no abnormalities were found in the manufacturing records, it was presumed that the crushing of the catheter observed in the involved device might have occurred during use after it was shipped from our company. However, we could not identify the occurrence cause for the following reasons. Detailed information on the handling status of the involved device was not available. It occurred with normal usage.